Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the jaws clamped shut, would not open and stopped working. There was a replace instrument error message. The device was removed from the patient and a new device was assembled as a replacement. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information received: was the device on a vessel/artery when it would not open? No if yes, how was the device removed? (I.e. Cut off, forced opened) ¿ if cut off, did this cause a change in the plan of care for the patient? Na ¿ did the removal cause any damage to the vessel/artery? No ¿ if yes, what is the damage and how was the damage repaired? Na.

Manufacturer narrative:
(B)(4). Batch # p91t8k. Investigation summary: the device was received with no apparent damage. Upon visual inspection under magnification it was found that a staple was stuck at the lower jaw. The staple was removed to test the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. It is possible that due to the stuck staple a ¿reposition jaws and reactivate¿ alert screen was displayed by the generator. The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. However, this was not seen during the test. It is possible that the clip found at the lower jaw could have cause the open and close jaws issue reported. However, once the clip was removed form the jaws the device opened and closed as expected. Care should be taken not to close the jaw staples, clips or any other material than tissue, for further information on device use can be found on the IFU.3. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.